Manufacturer narrative:
Conclusion: according to the information received from the field it is not possible to conduct in situ measurements with the rondo 2 device (dl-coil). Measurements with a max-coil and other audioprocessors could be performed successfully. A failure of the rondo 2 is suspected. The internal device is working within specification. No failure could be determined. This is a final report.

Event description:
It is not possible to conduct in situ measurements with the rondo 2 device (dl-coil). There was no standard output signal. The user has other audio processors with which the hearing performance with the device is good. The hearing performance with the device is good with the new audioprocessor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing with the device is affected.